Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic whipple procedure, the surgeon was able to press the green button but the stapler was not able to fire and staple line was incomplete. The surgeon fired the reload the second time and the lights on the stapler all looked like it was good to go. When they pushed the blue fire button it made a sound like the knife blade began to advance for a couple millimeters but no staples were put down and then stopped on its own. The status indicator lights went from flashing green after they pushed the green safety button to solid green. Pushed the green safety button again, but that did not correct the problem. They backed the reload off and got a new stapler. The first time this happened they got a new reload and continued without incident. The second time it happened they switched to the robotic stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 22 autoclave cycles for the handle. A pmv representative adapter and single use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. If information is provided in the future, a supplemental report will be issued.